Event description:
It was reported that during a lab hand-assisted colectomy procedure, a 5mm trocar was being used as a working port in a hals colon when the seal of the trocar was dislodged and pushed through the trocar. The seal was retrieved from inside the pt and another 5mm trocar was opened to complete the case. No pt consequences.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.